Event description:
It was reported that the pilot balloon detached on one (1) size 8 dct, disposable cannula cuffed tracheostomy tube. The info received indicated there was one (1) pt involved with no reported pt injuries. The reported info indicated that the detached pilot balloon was detected by the lpn/charge nurse at ps home. The attending physician indicated this was not an emergency and didn't want to replace device as the pt dosen't tolerate tracheostomy changes very well. The involved 8dct device is reportedly available to be returned for identification, analysis and investigation.